Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the existing cartridge before contacting technical support and successfully resumed using the pump.